Event description:
The customer reported a false positive result with the ID now covid-19 assay. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: per the customer, the issue was resolved after the instrument was cleaned thoroughly. Investigation summary : the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. The product will continue to be monitored and tracked.